Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the day of placement, the water could not be injected into the balloon.

Manufacturer narrative:
Per additional information received from the investigation of the sample, bard medical found this reported event to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that on the day of placement, the water could not be injected into the balloon.